Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed missing latch and damaged bend relief at ch connector. During functionality testing, the device lost power or connection when the cables were manipulated. X-ray investigation revealed visible anomalies inside the ch bend relief. Potentially frayed or broken wires in the ch cable bend relief at the ch connector side causes the device to not function as expected. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device was intermittent. No consequences or impact to patient were reported.